Event description:
It was reported that t:slim x2 pump battery would not charge, pump screen stayed dark, and pump shut down so it could not be turned back on, despite use of working outlets, tandem charging accessories, and alternate cables and adapters. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed on correct usb insertion, storage mode, returning pump with pre-paid label, and setting up replacement pump and connected glucose monitor, and pump replacement was arranged.